Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported by the user site that during an atec emerald procedure on (B)(6) 2025, the "retest handpiece light came on during procedure after several samples acquired, system lost suction. Site switched out handpiece, tried petite handpiece as well, unable to complete setup. Procedure completed with existing samples." Additional information was received from the user site, indicating "the patient was accessed for 2 separate biopsies of the same breast, and the machine quit working when taking samples of the first access. The radiologist was able to collect half of the samples on the first access for this patient." No further information available.